Manufacturer narrative:
Analysis revealed the pump motor had a feed thru anomaly with shorting across the insulator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient from germany who was receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 100mcg/day. The lot number, concomitant medications were not obtainable. The patient¿s medical history was reported as ¿servery spasticity¿. The patient was hospitalized due to increased spasticity. Diagnostic testing/troubleshooting included pump interrogations which showed instances of pump alarms starting from (B)(6) 2016 at 10:42 for reset- low battery resets, and safety state with the elective replacement indicator (eri) of 33 months. Eri was then declared on (B)(6) at 09:31. The baclofen was at minimum rate at 12.4 mcg/day. The cause of the event was unknown, however, it was identified by the patient¿s symptoms and the pump alarm. It was unknown if the issues was resolved at the initial report. The pump was planned to be explanted and replaced on (B)(6) 2016 and would be returned for analysis. Should additional information be received a supplemental report will be filed.